Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control was in range prior to when the sample was processed. The customer stated that a probe test was run on (B)(6) 2022 and passed. On the subsequent day, the customer checked error log and noticed aliquot error short sample. Siemens reviewed the instrument data and health report and observed multiple aliquot probe clog detected errors and a short sample aspiration error on day of the event. Siemens also observed that there was no evidence of weak sample mix, foaming nor reagent delivery issue. Siemens further investigated the issue and determined that a sample integrity issue and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material, potentially contributed to the discordant ecrea result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on the dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was reprocessed on the original instrument and an alternate dimension vista 1500 instrument and higher results were obtained. The repeat results correlated. There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ecrea patient result.